Event description:
Reporter noted unit stopped working during case. Doctor had to finish case manually, and pt had to be rescheduled again to complete the case.

Manufacturer narrative:
A company service rep checked system; unable to duplicate performance problem reported. Per customer's request, replaced footswitch cable and rechecked all power supply voltages under load, all voltages met spec; system met spec.